Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1u151411. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported the patient with this neurostimulator (ins) had an elective surgery to explant their neurostimulator and tined lead. The patient stated they did not feel like they needed the device anymore and is managing their symptoms without it. The patient felt like the treatment was inconsistent and not effective. The patient has an active lifestyle, and they noticed the implant was bothersome, but did not cause discomfort. There was no patient complications reported.